Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor lcd screen is blank or black) was confirmed. Upon investigation the monitor was unable to fully power on. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.